Event description:
The device is part of a recall population and the subsequent device evaluation indicated a component failure related to the recall.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Z-0470-2011 through z-0473-2011.